Manufacturer narrative:
The customer has two unicel dxc 600 pro synchron clinical systems, (B)(4). The customer did not identify from which of these two instruments the patient result was generated. The customer is currently not running synchron rheumatoid factor. The issue appears to be reagent related. Root cause investigation is ongoing. Service was not needed.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to erroneously elevated rheumatoid factor (rf) results generated by unicel dxc 600 pro synchron clinical system for two patient samples. The results were not reported out of the laboratory. There was no effect to the patients.